Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not being recognized on the bus. A field service engineer receded roll board cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.